Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Correction to the initial MDR in block(s) describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross access solution was selected for use. A trace effusion was noted prior to procedure. The physician placed the versacross rf wire in the left atrium and exchanged the faradrive sheath for a watchman sheath. A 6fr non-boston scientific pigtail catheter was introduced over the wire to the left atrium. The versacross wire was then removed. The pigtail catheter was advanced to the left atrial appendage (laa), and the sheath was advanced to the left atrium. A contrast injection was performed using a manifold by staff and the physician. The fluoroscopy image was measured and a 31mm closure device was selected to be implanted. The closure device was prepped, the pigtail catheter was removed, and the closure device was introduced to the laa. The closure device was unsheathed to a flex ball and positioned to deploy. After deployment, the physician agreed to use a different size. The closure device was fully recaptured and removed. A 27mm closure device was prepped and introduced in the laa. The closure device was deployed once a flex ball was achieved. The closure device was partially recaptured three (3) times and one (1) full recapture making sure to have flex ball to position each time. The closure device was checked using position, anchor, size and seal (pass) criteria. Prior to releasing, the physician noted an increased effusion (right ventricular) from trace to mild/moderate at 1cm. After passing pass criteria, the physician fully deployed and detached the closure device. Heparin was reversed per the physician. The patient began to have a drop in blood pressure and the physician decided to proceed with pericardiocentesis with a total of 600cc of dark blood being removed and the effusion decreased to trace again. The patient was admitted for overnight observation and is expected to fully recover. It was originally reported that blood transfusion was done. It was further reported that there was no difficulty with transseptal puncture workflow. The dilator/sheath/rf wire did not malfunction. The physician does not believe any access solutions caused the complication. The patient act was therapeutic. The patient recovered and had been discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross access solution was selected for use. A trace effusion was noted prior to procedure. The physician placed the versacross rf wire in the left atrium and exchanged the faradrive sheath for a watchman sheath. A 6fr non-boston scientific pigtail catheter was introduced over the wire to the left atrium. The versacross wire was then removed. The pigtail catheter was advanced to the left atrial appendage (laa), and the sheath was advanced to the left atrium. A contrast injection was performed using a manifold by staff and the physician. The fluoroscopy image was measured and a 31mm closure device was selected to be implanted. The closure device was prepped, the pigtail catheter was removed, and the closure device was introduced to the laa. The closure device was unsheathed to a flex ball and positioned to deploy. After deployment, the physician agreed to use a different size. The closure device was fully recaptured and removed. A 27mm closure device was prepped and introduced in the laa. The closure device was deployed once a flex ball was achieved. The closure device was partially recaptured three (3) times and one (1) full recapture making sure to have flex ball to position each time. The closure device was checked using position, anchor, size and seal (pass) criteria. Prior to releasing, the physician noted an increased effusion (right ventricular) from trace to mild/moderate at 1cm. After passing pass criteria, the physician fully deployed and detached the closure device. Heparin was reversed per the physician. The patient began to have a drop in blood pressure and the physician decided to proceed with pericardiocentesis with a total of 600cc of dark blood being removed and the effusion decreased to trace again. The patient was admitted for overnight observation and is expected to fully recover.